Manufacturer narrative:
Qc was within the lab's established ranges. The issue is suspected to be due to possible interference. The investigation is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneous cholesterol (hdl) result generated by the unicel dxc 600 pro synchron clinical system. The result was questioned by the physician who received the report and the test was rerun by the laboratory. There was no change in patient treatment with regard to this event.